Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl. A manual injection was administered to address bg. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to try a case for the pump to address any temperature changes that may have caused the occlusions. Additionally, multiple temperature alarms occurred while the pump was not exposed to abnormal temperature conditions. Reportedly, the customer continued using the pump for insulin therapy.